Event description:
Consumer called to report hypoglycemic reaction while driving. Pulled over, called for help and was taken to the hospital. Believes he was getting readings that were too high and he over dosed himself.